Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 5fr d/l groshong catheter. The depicted device was implanted in a patient. The visible portion of the device included the molded joint and both extension tubes. The device was secured with a statlock stabilization device and dressed with an adhesive dressing. The red-luered extension tube was clamped with hemostats. A split was observed in the extension tubing between the hemostats and the white strain-relief sleeve. While catheter damage was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and access technique. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the attending staff member, that when trying to unblock a PICC, the silicon part of the line fractured, and leaked saline. The PICC was inserted at a different location, on an unknown date. The PICC was removed and replaced with another PICC. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 5fr d/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed just distal of the red luer adapter. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). The catheter material was visibly lighter in color at the fracture site an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the attending staff member, that when trying to unblock a PICC, the silicon part of the line fractured, and leaked saline. The PICC was inserted at a different location, on an unknown date. The PICC was removed and replaced with another PICC. There was no reported patient injury.